Manufacturer narrative:
Patient information was unavailable from the site. The manufacturer representative (rep) went to the site to test the navigation system. The rep was unable to replicate the reported complaint. However, while doing visual inspection on the camera arm, they found out the part/mechanism that holds the camera to camera arm was too loose. They tightened the nut and the issue was resolved. They completed a full system checkout. All tests were okay, the system was fully functional and ready for clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a procedure. It was reported that there was a tracking issues, the manufacturer representative stated that the site requested a visit to look at the camera on the system. The site stated that they have a hard time seeing the spheres over the past few months and would like an inspection conducted as they believe they have a service contract on this system. No further information was provided. Additional information was received stating that when the issue occurred the site tried to change the spheres, wiping them down and moving the camera around. The type of procedure that was being completed was a spine procedure. The procedure was delayed about 10-15 minutes.

Event description:
Once the site changed the spheres, wiped them and moved the camera the site was able to complete the procedure.

Manufacturer narrative:
H2) additional information was added to the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.